Manufacturer narrative:
The meters (B)(4). And (B)(4). Were returned for investigation. The returned meters were testing using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr qc 2: 5.2 inr qc 3: 5.5 inr testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr qc 2: 5.2 inr qc 3: 5.6 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory.

Manufacturer narrative:
Unique identifier (UDI) (B)(4). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial numbers (B)(4). The meter result from serial number (B)(4) was 6.0 inr. The meter result from serial number (B)(4) was 3.0 inr. The results are within 4 hours of each other. The customer provided approximations of the results as they did not have the exact results. The patient's therapeutic range is 2.0-3.0 inr.